Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that lost image occurred. The opticross imaging catheter was used to visualize the 99% stenosed left circumflex of coronary artery with moderate tortuosity. It was noted that during percutaneous coronary intervention, the image was lost. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed a hole/perforation in the sheath of the imaging window.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was received with fluid leaking from an open hole at the lap joint area when the catheter was flushed. The imaging window was still connected to the blue sheath tubing at the lap joint. A kink was observed in the imaging window assembly at 29.0 cm from femoral marker at the distal end. The telescope assembly was not able to properly pullback or advance. During image characterization testing, no image appeared in the system due to electrical open at proximal, the electrical failure was a result of a broken coax cable. Imaging core wind up in the telescope assembly was observed during x-ray analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).